Manufacturer narrative:
The gluc3 reagent lot number was 702348 with an expiration date of 30-apr-2024. The customer noted bubbles in the rinse water. The initial hardware performance check (hpc) showed an issue with cell rinse. The field service engineer (fse) found the degasser tubing was flattened by the cover and there was leakage. The fse replaced the degasser and reorganized the tubing. The incubator rinse water was replaced twice; no more bubbles were noted in the rinse water. The investigation determined the event was consistent with an incorrect reagent probe wash at the customer site.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas pro c 503 analytical unit. The initial result was 282 mg/dl. This result was reported outside of the laboratory where the doctor requested repeat testing as the result did not correspond to the patient¿s clinical condition. The repeat result was 153 mg/dl.